Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical inc. Internal report# (B)(4). The actual pump involved in the reported incident was returned to b. Braun's carrollton, tx facility for evaluation. Volumetric accuracy testing was performed three times at a rate of 40ml/hr and 3ml and 10ml syringe tested within specification. The syringe empty alarmed at 0.6ml and restarting infusion emptied syringe to 0.2ml before drive end position reached. The perfusor instruction for use under alarms/syringed empty states, the residual volume inside the syringe after a syringe end alarm can vary between 0.01-1.3ml. The volume significantly results from dimensional tolerances of the disposable. Restarting the infusion leads to a complete depletion of the syringe and shut-off via the pressure sensor. The pump logs were reviewed and there was no indication the pump under infused or any malfunction of the pump occurred. Based on the results of the investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: the customer reported: that the pump stops infusing when there is 0.7ml-1ml left in the syringe, and the pump alarms syringe empty. No patient injury.